Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal (2000mcg/ml) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that at a pump exchange due to normal end of service (eos) battery depletion on (B)(6) 2018, the surgeon noticed that the pump site was huge. The pump was protruding largely from the patient's abdomen and they could not move the pump at all. When the surgeon cut into the pocket, he found boney growth the shape of the pump but thicker to the curve. The bone growth had fused to the pelvis and to the pump's mesh pouch so they had to remove the pump and part of the bone. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the growth was the size and shape of the pump, but slightly thicker. It cause did not appear to be known. The bone was removed that had fused to the pelvis and mesh bag around the pump and the pump was replaced successfully. The pump was disposed of with no perceived issue with the pump function. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_pouch_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is now unknown. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient had left hip reconstruction in 2014, right hip repair of dislocation in 2013, removal of hip implants in 2015 and strabismus surgery. It was reported that the patient had an intrathecal (it) baclofen pump placed in 2012. Sometime after that, she had a surgery that involved harvesting an iliac crest graft. Over the last couple of years (relative to (B)(6) 2018), her family had noticed that the pump had become more prominent and appeared to be rubbing against the bone of her ribs. Her pump was nearing its end of service and was in need of replacement. The hcp had discussed moving the pump more medially at the time of the replacement. The procedure was for the replacement of the it baclofen pump and resection of bony exostosis from the right iliac crest. The patient seemed to possibly have some pain at the pump site due to her scoliosis and pressure from the overlying brace. The mother and grandmother denied any skin breakdown over the area. The pump was visible and palpable in the right side of the abdomen. It did not seem tender to palpation. The incision was well healed. The baclofen pump was identified in the right lower quadrant inside a dacron pouch. The deep surface of the dacron pouch was infiltrated with a thick exostosis of bone that appeared to be fused to the right iliac crest. The bone had a healthy appearance and was well vascularized. The bone was 2 to 3 cm in thickness and occupied the entire undersurface of the pump. The pump was immobile, as it had been sitting on top of a bony shelf. There was bony formation surrounding the catheter and the catheter needed to be dissected from the inside of the bone in order to prevent it from being damaged. The hcp exposed the portion of the pump that was attached to the catheter and then the catheter was disconnected from the pump. This allowed for free movement of the pump without damaging the catheter. After disconnection of the catheter from the pump and removal of the old pump, the hcp then proceeded to remove the exostotic bone and dacron pouch most of the way toward the iliac crest. The dacron pouch surrounding the pump was opened and then the pump was able to be removed. Once enough bone had been removed to allow for placement of the new pump, a new 20 ml pump was then placed into the surgical site and connected to the existing catheter. The existing catheter was found to be patent. The subcutaneous pocket was filled with 1g of powdered vancomycin to provide further antibiotic prophylaxis at the surgical site. The new pump was filled with baclofen at a concentration of 1000 mcg/ml and was programmed to deliver the patient 100 mcg/day by simple continuous infusion. On (B)(6) 2018, the patient was recovering well status post (s/p) revision of her baclofen pump. The mother stated the patient was back to baseline (grandmother reported the patient only slept a few hours and had some spasms in her legs) and ready for discharge home. She was tolerating a regular diet and voiding well. Pain was covered with tylenol and oxycodone. The patient was awake and alert. The patient was scheduled for wound check follow up on (B)(6) 2018. It was recommended to consult with the managing hcp to discuss the possibility of relocating the pump, as the hcp felt that the pump may have been sitting on the pelvic brim, causing discomfort and the observable protrusion. From prior x-rays, there was no report of exostosis. The mother and grandmother felt very frustrated that the bony exostosis was not identified sooner. They felt guilty for not being "pushy" when the patient was having pain. Per the laboratory, it was a 7.5 x 6.5 x 2.5 cm aggregate of multiple irregular, jagged, bony fragments, with adherent dusky purple, rubbery, slightly string soft tissue. Normally spiculated, tan-brown bone was identified. Multiple fragments displayed adherent embedded mesh-like material. Also present was dense collagenous tissue with extensive quantities of embedded foreign mesh material. A discrete lesion was not grossly appreciated. There were no further complications reported at this time.